Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 579 mg/dl at the time of the event. The customer stated that there was a sg vs bg with difference value of 200 mg/dl. Documented sg value from reported event was 379 mg/dl and bg value from reported event was 579 mg\dl. The customer stated that symptoms expressed are confusion and flu-like. Troubleshooting was performed. The auto mode feature was not active at the time of the event and it was unknown whether the pump was used within 48 hours. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the original battery cap. There were 171 boluses listed on the event date (B)(6) 2023 in the pump history file. Please see below for the first 10 boluses. (B)(6) 2023 00:04:13.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1250 (0.125 u), bolusamountdelivered: 1250 (0.125 u); (B)(6) 2023 00:09:13.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1250 (0.125 u), bolusamountdelivered: 1250 (0.125 u); (B)(6) 2023 00:14:09.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u); (B)(6) 2023 00:29:09.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u); (B)(6) 2023 00:34:15.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u); (B)(6) 2023 00:39:17.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 2250 (0.225 u), bolusamountdelivered: 2250 (0.225 u); (B)(6) 2023 00:44:17.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 2500 (0.25 u), bolusamountdelivered: 2500 (0.25 u); (B)(6) 2023 00:49:17.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 2500 (0.25 u), bolusamountdelivered: 2500 (0.25 u); (B)(6) 2023 00:54:17.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 2250 (0.225 u), bolusamountdelivered: 2250 (0.225 u); (B)(6) 2023 00:59:17.000, normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 2500 (0.25 u), bolusamountdelivered: 2500 (0.25 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000, dailytotalsg670 (63), dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000, dailytotalofallinsulindelivered: 1190000 (119 u), dailytotalofbasalinsulindelivered: 383000 (38.3 u), dailytotalofbolusinsulindelivered: 807000 (80.7 u). There were no autosuspend alarm noted in the pump history file. Please see below for the user suspended alarm listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 13:10:34.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2023 14:11:20.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2023 21:59:15.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2023 22:01:13.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) there were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: information received by medtronic indicated customer was seen in the emergency department on 09-jul-2023 due to diabetic ketoacidosis. Pump was in use 48 hours prior to event and cgm was used with auto mode active. Admitting bg was 579mg/dl and sg was 379mg/dl. Symptoms included "confusion and flu-like" and ketones were not checked. Treatment included intravenous insulin drip and emergency room visit. Caller reported changing infusion set and reservoir, but she "was given a refurbished pump and does not trust the pump anymore." Requested new 770g pump. Advised pump would be replaced. Caller also requested new transmitter due to recent hospitalization and bg versus sg concern. Declined troubleshooting or to upload to carelink personal.